Event description:
It was reported that when the vip neurosurgery customer was placing the catheter in this patient with cerebral hemorrhage, the puncture was conducted smoothly and blood was seen just with one stick, having good blood reflex. But the guide wire could not be inserted. Multiple attempts were made, including adjusting the angle of insertion, but all failed. Since the patient was already on the operating bed and there were no mst kits in the hospital, the customer had to opened a PICC catheter introducer kit and used the new introducer needle, through which the guide wire passed. After operation, we attempted to cross the guide wire through the two ends of the problematic introducer needle out of the patient and found that the introducer needle was occluded. Additional information 5/4: it was reported by the customer "patient was stable and no negative outcomes due to delay."

Manufacturer narrative:
H11: section a through f - the information provided by bd represents all of the known information at this time. Despite good faith efforts to obtain additional information, the complainant / reporter was unable or unwilling to provide any further patient, product, or procedural details to bd. The device has not been returned to the manufacturer for evaluation.

Event description:
It was reported that when the vip neurosurgery customer was placing the catheter in this patient with cerebral hemorrhage, the puncture was conducted smoothly and blood was seen just with one stick, having good blood reflex. But the guide wire could not be inserted. Multiple attempts were made, including adjusting the angle of insertion, but all failed. Since the patient was already on the operating bed and there were no mst kits in the hospital, the customer had to opened a PICC catheter introducer kit and used the new introducer needle, through which the guide wire passed. After operation, we attempted to cross the guide wire through the two ends of the problematic introducer needle out of the patient and found that the introducer needle was occluded. Additional information 5/4: it was reported by the customer "patient was stable and no negative outcomes due to delay."

Manufacturer narrative:
H11: section a through f - the information provided by bd represents all of the known information at this time. Despite good faith efforts to obtain additional information, the complainant / reporter was unable or unwilling to provide any further patient, product, or procedural details to bd. The complaint of inability to insert the guidewire into the introducer needle was confirmed. The sample was evaluated and this event was determined to be related to a manufacture condition. Bd is working to prevent future occurrences of similar events and values your support and partnership in communicating this event and coordinating the return of the sample. H3 other text : evaluation findings are in section h.11.